Manufacturer narrative:
(B)(4). It was reported the electrical potentials from both bs ecgs and all ic recordings were not displayed on both carto 3 and lab when the catheter was connected. There was no error message on the carto 3. The electrical potentials returned to normal when the cable was unplugged. The returned cable showed the p2 connector pins have black and light green residues on them. The catheter failed electrical test due to this residue caused by exposure to liquid resulting in oxidation of the connector pins. The customer complaint has been verified. A DHR review of the cable with lot # 62894 was performed. Based on 100% inspection, all cables passed cosmetic and electrical tests during packaging and sterilization before released for distribution.

Event description:
It was reported that during an atrial fibrillation procedure, when the catheter was connected all the electrical potentials/ signals of body surface ECG's and ic (intracardial) recordings were not displayed on both carto 3 and ep recording systems simultaneously. The electrical potentials/ signals returned to normal when the cable was unplugged, however, the issue reappeared. The issue was resolved by exchanging both the catheter and the cable. The procedure was completed without any patient consequence.

Manufacturer narrative:
(B)(4).